Event description:
Original complaint was reported as the catheter was plugged into rfg. No feedback was received. Catheter could not be read by generator according to account. Account plugged in another catheter and it functioned normally.investagation of the return closurefast catheter on (B)(6), 2014 found a slice 15mm from the distal tip and bubbling to the outer sleeve approximately 45mm from the distal tip.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.